Event description:
It was reported that during a supply change the user was unable to attach a connector to the pump, and the agent advised trying another connector after confirming the connector had not been attached outside of the pump to the cartridge; the user then successfully attached a second connector. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, alarms, hospitalization, or medical intervention. Investigation included troubleshooting and user education conducted by the agent. Investigation of this case revealed an initial connection difficulty consistent with a connector attachment issue that resolved with use of a replacement connector. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and technique during connector attachment.

Manufacturer narrative:
Initial.